Event description:
I was issued a one touch vario iq meter for blood sugar monitoring. It was consistently higher than my actual blood sugar (way over the 20% allowed). Ended up with multiple episodes of hypoglycemia, requiring treatment. Reported to lifescan. Received a new meter. I have the same issue with this new one. (New strips as well). Please issue recall for this device before people die. Setting the level of error at 20% is ridiculous. That means for a blood sugar of 160 (no treatment) the actual blood sugar could be 128 or 192 (definitely needing treatment). In patients on insulin this discrepancy could be life threatening. Please evaluate your standard. I am an rn, and knew the steps to take. What about the thousands of people who don't know?